Manufacturer narrative:
(B)(4). Advancer bypass. The analysis results of the (B)(4) device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the first firing the tip of the advancer slid toward the tissue stop causing the jaws to remain in the closed position and delivering two malformed clips due to an advancer bypass and formed six conforming clips according to our manufacturing specifications. Investigations have been initiated to address the potential root causes of bypass issues. In addition, the device locked out as intended but the orange indicator did not show up. This failure is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while attempting to load a clip in the jaws, the device locked out. A new one was used to complete the procedure. There was no patient impact reported.